Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (sg) readings and sensor glucose (sg) values. The user reported that they were no longer wearing the system and requested sensor removal, noting that their wear period was nearing completion. Review of the sensor data showed no active use of the system since late september 2025, and that only limited blood glucose data had been entered in the preceding 60 days, with prior calibrations generally aligning with sensor glucose trends. As the user had discontinued use of the system, further troubleshooting could not be performed. A senseonics territory manager was notified to coordinate the removal process for the user's request. B4.date of this report 15 feb 2026. G3.date received by the manufacturer? 15 feb 2026. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.